Event description:
It was reported that during routine maintenance, the cs100 intra-aortic balloon pump (iabp) could not be turned on. There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the equipment could not be turned on, and the customer refused repair service. If any new information is provided, a supplemental report will be submitted.